Event description:
It was reported that this brady lead was surgically abandoned due to the lead crumbling during the generator change. A new brady lead was placed. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.